Event description:
It was reported that the user experienced a rapid decline in glucose with cgm readings dropping from the 90s to the 40s, confirmed by fingerstick at 57 and later 63, after a recent supply change and while calibrating the pump with a dexcom g7. Symptoms included dizziness and fatigue consistent with hypoglycemia. Outcomes included self-treatment with fast-acting carbohydrates and food, improvement in symptoms, and glucose returning toward range without medical intervention or hospitalization. Investigation included troubleshooting and education on treating low glucose and avoiding overcorrection, along with pump calibration steps. Investigation of this case revealed no confirmed device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.